Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief since permanent implantation and discomfort at the evoke closed loop stimulator (cls) implant site. The patient reported disliking the sensation associated with the stimulation, and the evoke scs system had been turned off. Multiple reprogramming attempts were performed following implantation, but adequate pain relief could not be achieved. The patient declined further reprogramming sessions. The evoke scs system was subsequently explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant. During the trial period, the patient experienced adequate pain relief with evoke scs system¿s therapy.